Event description:
According to the customer, on (B)(6) 2024 the nebulizer made a "loud clunking/clicking noise and the air stopped flowing through the tubing".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 the nebulizer made a "loud clunking/clicking noise and the air stopped flowing through the tubing". The customer reported due to the reported issue her son was not receiving his "albuterol". The customer reported there were no injuries related to the reported event. The customer did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.